Manufacturer narrative:
An investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the c10-3v transducer had a hole in the lens exposing electronics, which also caused it to fail the electrical safety testing. The transducer was associated with an epiq 5g ultrasound system. The issue was found outside of patient use. There was no patient or user harm. Information has been provided to replace the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.